Event description:
It was reported that a patient had a loss of therapeutic effect and leakage started the day prior to the report. There was also a problem with the patient programmer and the programmer issue started the day of the report. The patient needed to get alkaline batteries for the programmer. It was noted that the circumstances that led to the loss of therapeutic effect included the battery and the battery was changed to resolve the loss of therapeutic effect. The loss of therapeutic effect was resolved.

Manufacturer narrative:
Concomitant product(s): product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0tdh5, implanted: (B)(6) 2015, product type: lead. (B)(4).